Event description:
Philips received a complaint regarding a heartstart mrx device, indicating an ECG equipment malfunction. There was reportedly no patient involvement. The customer was informed that service could no longer be provided for the unit as the device had reached the end of its life (eol). The heartstart mrx device, along with all associated service and support, has been discontinued. Considering the current equipment's status as end of life, philips provided the customer with information on the predecessor equipment as a suitable alternative. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was made aware of the end of life terms, and the device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Device is end of life / end of support.